Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported when the consumer was using a bd ultra fine¿ pen needle there was leakage. The following was reported by the consumer, "on (B)(6) 2019 during her injection, she felt the insulin pouring onto her stomach, when she looked down, part of the needle had broken off in her stomach. She was able to remove it with a tweezer. Reported some bleeding as a result of trying to remove the needle. Did not seek medical. Happened once. Does not re-use, rotates injection sites. New to injections. Diagnosed in september 2018. Lot: 8227632, item: 320119, expiration date: 2023-08-31, occurrence date: (B)(6) 2019. Sample available.